Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors instrument would not fully close and appeared to be extremely dull, it failed to cut any tissue without the use of energy. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.